Manufacturer narrative:
The stylet was returned to the manufacturer for analysis. Functional testing determined that when connected to a known good system the returned stylet had red status and would not track. A check of the em interface showed that the stylet was recognized but all three coils were dead. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a catheter placement procedure. It was reported that the em stylet stopped tracking suddenly. The instrument was tracking fine before and it was verified that there was no metal in the field. All the other instrument were tracking without issue. The site used a new stylet to complete the procedure. There was a less than 1-hour delay to the procedure and no impact on patient outcome.